Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during surgery. No consequences or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned device found signs of repeated use (nicked, gouged, worn) and the anterior edge has fractured off and was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device was in the field for 12 years and shows signs or repeated use. The root cause of the reported event is attributed to normal wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.